Manufacturer narrative:
Date of event: approximate date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that daily the patient had discomfort at the implantable neurostimulator (ins) site for the last 2 months. This was not related to movement, a fall, or emi. The patient turned off stimulation 3-4 days ago and it was noticed that the discomfort disappeared. Impedances were tested and noted to be in normal range. No further complications were reported.